Event description:
It was reported by customer imaging charge nurse received a phone call about a patient having concerns with his PICC line. The call was transferred to the imaging charge nurse. The patient reported that his PICC line placed on (B)(6) 2024 had started leaking at the insertion site approximately two weeks ago, and that this has gotten progressively worse. The patient reports his home care nurse had to change the dressing more frequently over the last two weeks. The charge nurse had the patient report to imaging so the PICC line could be evaluated closer by an imaging rn who places and works with PICC lines. A telephone order was received from the patient's physician to evaluate the line. When the patient arrived at the imaging department the line was evaluated and the nurses immediately noticed the leaking with flushing the line. After communication with the physician the line was ordered to be removed and a new line place. After the line was removed further interrogation of the line was done. It appears that the line is damaged between the 5 and 6 cm marks on the line. This portion of the catheter was inside the patients arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer imaging charge nurse received a phone call about a patient having concerns with his PICC line. The call was transferred to the imaging charge nurse. The patient reported that his PICC line placed on (B)(6) 2024 had started leaking at the insertion site approximately two weeks ago, and that this has gotten progressively worse. The patient reports his home care nurse had to change the dressing more frequently over the last two weeks. The charge nurse had the patient report to imaging so the PICC line could be evaluated closer by an imaging rn who places and works with PICC lines. A telephone order was received from the patients physician to evaluate the line. When the patient arrived at the imaging department the line was evaluated and the nurses immediately noticed the leaking with flushing the line. After communication with the physician the line was ordered to be removed and a new line place. After the line was removed further interrogation of the line was done. It appears that the line is damaged between the 5 and 6 cm marks on the line. This portion of the catheter was inside the patients arm. No other information was provided.

Event description:
It was reported by customer imaging charge nurse received a phone call about a patient having concerns with his PICC line. The call was transferred to the imaging charge nurse. The patient reported that his PICC line placed on (B)(6) 2024 had started leaking at the insertion site approximately two weeks ago, and that this has gotten progressively worse. The patient reports his home care nurse had to change the dressing more frequently over the last two weeks. The charge nurse had the patient report to imaging so the PICC line could be evaluated closer by an imaging rn who places and works with PICC lines. A telephone order was received from the patients physician to evaluate the line. When the patient arrived at the imaging department the line was evaluated and the nurses immediately noticed the leaking with flushing the line. After communication with the physician the line was ordered to be removed and a new line place. After the line was removed further interrogation of the line was done. It appears that the line is damaged between the 5 and 6 cm marks on the line. This portion of the catheter was inside the patients arm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 5 cm and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material; buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.